Manufacturer narrative:
Additional information: . Device evaluated by manufacturer: the complaint device was not returned for evaluation as it was discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. Section h-6 health effect - impact code: 4625 - incision enlargement, sutures, vitrectomy section h-6 health effect - clinical code: 4581 - incision enlargement all pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
During injection of the dib00 model intraocular lens (iol) a capsular bag tear occurred and the iol was removed from the eye. There was no product quality issue that contributed to the event. The same procedure was completed successfully using a non-johnson & johnson iol, ma60ac 22.5 that was implanted in the patient¿s ocular sinister (left eye). There was no serious patient injury however, the incision was enlarged, a 10-0 nylon interrupted stitch/suture was used as a prophylactic measure to close the main wound, and an unplanned vitrectomy was performed. Patient prognosis post-procedure is unknown. The suspect iol is not available for return as it was discarded. No further information is available.